Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-02388. It was reported the patient underwent implantable neurostimulator (ins) explant (see MFR report #1627487-2018-02054) when the physician damaged the lead at s1. The physician left the stimulation end of the lead implanted in the patient. Note: both of the patient's leads are being reported because bilateral leads were implanted at the s1 vertebral level and it is unknown which s1 lead was damaged.